Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported setscrew anomaly was not confirmed in the laboratory. The device was returned with a damaged header; analysis could not be performed.

Event description:
It was reported that during device change out for normal eri, it was difficult to remove the lead from the header. The setscrew was suspected of being stripped. After several attempts, the lead was freed and the device was replaced. The patient condition was good.